Event description:
During a maxillary fracture case the plate disassembled while the screws were being inserted. Prior to this the surgeon bent the plate at the same angle as an "l" plate and cut the remaining holes off. When the plate disassembled it was where the bend had been made. All products used were stryker items and the screws were (B)(4). The plate was removed and part 55-05733 was used instead.

Manufacturer narrative:
Na